Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary, written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the balloon burst once it came in contact with the patient¿s pre-existing pulmonary artery stent struts, which had stress damage created over the years. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a pulmonic valve in valve (sapien 3 in existing non-ew valve) tvr procedure, the commander delivery system burst once it came in contact with the patient¿s pre-existing pulmonary artery stent struts.  A 23mm sapien 3 valve/commander delivery system/esheath were prepped.  Once the commander delivery system balloon reached 90% inflation, the balloon came in contact with the pulmonary artery stent struts (previously damaged through stress of body over years) and ruptured. Despite the rupture, the sapien 3 valve was able to be deployed as intended within the pre-existing valve, in a 90:10 position. Upon removal there was resistance with the balloon coming through the esheath.  A piece of balloon fragment could be seen on the tip of the esheath.  All systems were removed together. There was no harm to the patient. Note: this event description pertains to the balloon burst.